Event description:
The advocate called on behalf of the customer. He stated that she received high blood glucose readings and was then given insulin. The customer's blood glucose dropped to 10 mg/dl and she was taken to the hospital. She was treated with i.v. Glucose and released a few hours later. The advocate stated that he had already disposed of the meter, so troubleshooting was not possible. The test strips are to be returned for evaluation. Replacement products were sent to the customer.